Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the battery handpiece device forward switch was getting stuck. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device trigger was blocked, jammed and moved heavily. The device also failed pretest for check response of on/off trigger, check proper function of the triggers and check for leakage. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. A review of the service history record indicates that the device was serviced around a year ago for a service condition that is not relevant to the current reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.